Manufacturer narrative:
H6: corrected the following: health effect clinical code, medical device problem code, type of investigation manufacturer narrative updated: the most likely underlying cause for the revision reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D10 concomitant devices: (2424522) 186-01-56 - integrip cc, cluster 56mm,g3 (2426138)164-03-13 - element-stem, collared w/ha, std offset, sz 13 (2461842)120-65-35 - bone screw 6.5mm dia x 35mm long (2466502) 170-36-00 - biolox delta femoral head 36mm od, +0mm (2468276) 101-05-04 - drill bit 1 pk 4.5mm dia x 50mm lng (2479267) 101-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng the product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 133 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.